Event description:
The international customer reported during operation the ventilator shutdown and alarmed safety valve open. The customer reported the device was in use on a patient and there was no patient harm. Upon evaluation, the manufacturers service technician reported the ventilator would not power up. The service technician replaced the power supply to address the reported problem.